Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported alarms constant upstream occlusion which was reproduced. A review of the event history log identified upstream occlusion messages. The cause was determined to be failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. The customer reported problem 'did not deliver medication after titration' could not be confirmed through the event history log. Evaluation observed and found that it was unable to test the device for the reported issue because of the constant reload set error. This reported complaint was involuntarily missed during evaluation, the device is no longer in its received condition, thus, the evaluation cannot be performed for the reported 'did not deliver medication after titration'. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver norepinephrine after titration (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available. It was also reported that the spectrum pump experienced constant downstream and upstream occlusion alarms. The problem occurred during programming/setup. There was no patient involvement. No additional information is available.